Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the inner sterile packaging seal was opened a little. Another device was utilized to complete the procedure. There was a delay in the procedure of 5 minutes but there was no patient impact. Due diligence is complete and there is no additional information available.

Event description:
It was reported that during an unknown time the inner sterile packaging seal was opened a little. It is unknown if there was patient impact or delay. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: china.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. The device was returned without the original battery; therefore, a lab battery pack was used for functional testing. Functional testing found the device powered on, primed in under 10 seconds, and functioned normally in both high and low modes when connected to the lab battery pack. No issue or damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.